Event description:
It was reported that during an angioplasty procedure in the left upper arm fistula, the pta balloon allegedly got detached from the shaft. It was further reported that the balloon allegedly difficult to be removed. Reportedly, the detached balloon was removed using snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. The balloon was noted to be completely detached from the catheter, exposing the inner guide wire lumen, and the balloon was noted to be in an inverted condition. No functional testing was performed due to the nature of the complaint. Therefore, the investigation was confirmed for the reported balloon detachment as these anomalies were able to be observed on the returned device for evaluation. However, the investigation remains inconclusive for the reported difficult removal of the catheter through the sheath, as functional testing was unable to be performed due to balloon detachment and no functional testing was performed due to the nature of the complaint. A definitive root cause for the reported balloon detachment and reported difficult removal of the catheter through the sheath could not be determined based upon the provided information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 10/2025),

Event description:
It was reported that during an angioplasty procedure in the left upper arm fistula, the pta balloon allegedly got detached from the shaft. It was reported that the balloon allegedly difficult to be removed. Reportedly, the detached balloon was removed using snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. The balloon was noted to be completely detached from the catheter, exposing the inner guide wire lumen, and the balloon was noted to be in an inverted condition. No functional testing was performed due to the nature of the complaint. Therefore, the investigation was confirmed for the reported balloon detachment as these anomalies were able to be observed on the returned device for evaluation. The investigation was also confirmed for the reported difficult removal of the catheter through sheath, as the balloon is noted be inverted condition and returned for evaluation. A definitive root cause for the reported balloon detachment and reported difficult removal of the catheter through the sheath could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2025), g3, h6 (result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, in the left upper arm fistula, the pta balloon allegedly got detached from the shaft. It was further reported that the balloon allegedly difficult to be removed. Reportedly, the detached balloon was removed using snare. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2025).